Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the supply line of two (2) homechoice cassettes fell off (disconnected) from the supply bag and resulted in leaks. This occurred twice on the same patient and each time this occurred halfway through therapy during dwell phase of automated peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.